Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m-58 lead, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that an alert was triggered due to high thresholds on the right atrial (ra) lead. It was noted that the lead has had chronically high thresholds since the time of implant. The lead remains in use. No patient complications have been reported as a result of this event.